Event description:
It was reported that they spoke with the customer, that one of the cases the gel adhesive remained on the patient while the rest of the arctic gel pads came off. The one the second and third case the gel adhesive was coming apart when peeling back the sticker to apply to the patient's skin. Client used a new gel pad. No issues, on a side note from the territory manager, this seems to be an ongoing issue in territory they have seen this firsthand and have experienced this. This was occurring far too many times. Please advise representative as to what was being done about this as this was largest health authority. Per follow up information received via task on 06may2026, the first reported on april 30th and was not able to view personally. It was reported by the bedside nurse, and the pads had already been discarded. As the pads are provided in boxes of 2 sets, they recorded the lot number from the second set still on the shelf. Lot ngkw3195. The second report that also was lot ngkw3195 and was able to view. They still have this one piece and was not able to photograph the protective film with the gel stuck to it as it was already discarded when returned to take the pictures. If the photo show it however, the gel was almost fully gone from the pad. There are only a couple of spots where a small amount of gel was remaining, and the surface was slightly tacky. The third report for lot ngkt0562, was able to view but did not photograph.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.